Event description:
The manufacturer received additional information identifying the following: after the implant of the crown valve, on the second postoperative day, the patient was transferred from the ICU to a standard hospital ward, stable and alert. The next day, a drop in hematocrit and weakness was observed. At the same time, a large hematoma was observed in the left groin, due to a possible rupture of the femoral artery (patient with severe peripheral vascular disease, who had been rejected for tavi). The patient was feeling great discomfort. The patient was taken to the ICU again where the passed away due to possible intra-abdominal bleeding from the rupture of the pelvic-femoral artery. Based on the medical assessment received, the cause of death was the rapture of the femoral artery and it was not related to the re-do aortic valve replacement.

Manufacturer narrative:
Updated sections: b4, b5, f6, f7, f10. Based on the additional information received, it was confirmed that the cause of death of the patient was the rapture of the femoral artery. The rupture of the femoral artery is not related to the livanova bioprosthesis implanted based on clinical knowledge. Furthermore, the information gathered from the medical note received confirmed that the patient had a severe peripheral vascular disease for which the patient was rejected for a tavi. The root cause of the reported event can be reasonably attributed to the patient's specific condition based on the information available.

Manufacturer narrative:
The manufacturer is conservatively reporting the event due to the unknown cause of death and device relationship. Since the device disposition remains unknown, no inspection on the device is possible at this time. Further investigation is ongoing and a follow up will be provided should further information become available. At this time, the root cause remains unknown. This report refers to the same patient as reported in report ID # 1718850-2020-01174.

Event description:
The manufacturer was informed that on (B)(6) 2020, a patient underwent a re-do aortic valve replacement procedure and received a crown prt model cna19. The patient passed away on (B)(6) 2020. No further information is presently available on the type of death nor on the device relationship. The patient has a re-do surgery on (B)(6) 2020 where a perceval valve was explanted (details in 1718850-2020-01174).